Event description:
It was reported that the device's calibration slug does not line up properly with the force sensor. Per reporter it needs to be slightly lifted to make contact. The position readings are affected. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted the plunger tube to be bent. The reported problem was verified. The plunger tube was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.